Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with vancomycin intraperitoneal injection (ip), 1 gram (gm), stat and an injection (inj) of fortum (ip), 500 milligram (mg) (in each bag) and an (inj) of reflin (ip), 500 mg) (in each bag). At the time of this report, the patient was still hospitalized. Patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.